Event description:
A physician reported a lens exchange was performed due to an unexpected postoperative refraction. The biometry with iol master and was performed for a power of +21.5d and postoperative outcome intended was +0.3d. One day following surgery and again at one week following surgery, it was observed that patient had a +1d unexpected refraction. As a result, the surgeon decided to perform a lens exchange and replace the lens was a +22.5d lens. The initial surgery took place in 2007 and the lens exchange took place a week later. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot. Additional information has been requested.